Event description:
It was reported that the patient developed swelling and erythema in the area of the generator. It appears to be directly related to the device and the erythema extends below the swelling towards the patient's left nipple and laterally towards the axilla. The patient was prescribed antibiotics and exploratory surgery was considered. Further follow-up revealed that explant surgery was planned, but it was reported that if the infection resolves by the next visit the device will not be removed. It was later reported that the site was much less swollen and inflamed and that the patient has responded well to the antibiotics. The explant surgery was cancelled and the patient was given an additional week of antibiotics.

Manufacturer narrative:
.